Event description:
It was reported that low sensing was observed. The other electrical parameters were good. The physician decided to monitor the patient. The patient's condition was good.

Manufacturer narrative:
(B)(4).